Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the resistance with the chordae resulting in chordal rupture. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 2+. The second clip delivery system (cds) was advanced to the mitral valve. After grasping the leaflets, the mean pressure gradient (mpg) was 8mmhg; therefore, the decision was made to not implant the clip. During removal of the cds, resistance was noted, and it was found that the clip was caught on the chordae. After several attempts were made to retract the cds, a small flail was observed due to chordal rupture, and the mr increased to 2+-3+. The cds was removed and no additional clips were attempted. The patient was confirmed to be stable post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents from the lot. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated, and a definitive cause for the reported clip becoming caught in chordae (difficult to remove) could not be determined. The reported tissue damage was a result of the clip becoming caught in the chordae and is; therefore, related to procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.